Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the stent did not fully light up.

Manufacturer narrative:
Alleged failure: stints on the left didn't light up - black marked catheter. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be the l10 console the u-kit was connected to had a broken laser diode or damaged emitting fiber during insertion. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the stent did not fully light up.